Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and failed battery alarm. The customer¿s blood glucose level was 300 mg/dl. Troubleshoot for failed battery test alarm was performed the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised customer that replacement for battery cap will be sent. The insulin pump will be returned for analysis